Event description:
It was reported that the insulin gauge was inaccurate. The customer¿s blood glucose level was not impacted. Multiple attempts were made to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event.